Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited a leak in the vicinity of the right coronary cusp. This observation was made via echocardiography during the implant procedure. The decision was made to abandon this valve, which was performed without reported complication.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Conclusions - exact cause of the event cannot be determined at this time as the analysis has not been completed. Conclusion: analysis of the returned product is currently underway. Review of the device history record shows that the valve met mfg specifications when released for distribution. Upon completion of the analysis, a follow up report will be submitted to FDA.